Event description:
Analysis was completed on the returned lead. The lead segment received did not include the electrodes therefore the analysis could not assess on the electrodes contribution to the high impedance reading event. The lead pin had two sets of set screw marks, one near the end of the pin and one further back, indicating that at one time there was proper contact between the lead and generator. A lead fracture was observed during visual analysis. Scanning electron microscopy imaging was then used which identified pitting on the lead which indicated that stimulation was supplied while the lead fracture was present. Analysis was completed on the returned generator which performed to functional specification during electrical testing.

Event description:
It was reported that the patient had been referred for a lead and generator replacement due to high impedance. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.

Event description:
It was reported that the patient underwent surgery where the lead and generator were replaced due to the high impedance. During explant of the lead it was noted that the anchor tether coil was dissected off of the nerve while the positive and negative coils were left implanted on the nerve. The explanted lead and generator were received and are currently undergoing analysis.